Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05104. It was reported that the patient had stopped charging their thoracic scs ipg leading to the device becoming inoperable. In addition, the patient also reported experiencing pain at the site of their cervical ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein their cervical and thoracic ipg's were explanted, replaced, and therapy was restored.